Event description:
Observed noise/artifact oversensing in the atrial lead, at times, triggering at/af detections and mode switch. Observation for 782 short v-v intervals on the sensing integrity counter due to observed noise/artifact oversensing. The atrial sensitivity is programmed 0.3mv with most recent p waves measuring 1.3mv and rv sensitivity is programmed 0.9mv with most recent r waves measured 10.9mv. The lead trends show measurements are within the expected range, stable and consistent with the historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).